Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, f. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the post operative bone fracture reported in cannot be conclusively determined but may be related to implant positioning, patient bone quality, a trauma, and/or another patient related condition. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitant devices: 300-01-09 - eq humeral stem primary, press fit 9mm: (B)(6), 322-36-00 - 145-deg pe 36mm hum liner +0: (B)(6), 322-10-00 - humeral adapter tray, +0: (B)(6), 320-31-36 - glenosphere, 36mm: (B)(6), 320-35-01 - small glenoid plate: (B)(6), 320-15-05 - eq rev locking screw: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the right side and was implanted with exactech devices. Subsequently, the patient experienced coracoid fracture while getting dressed, approximately 1 month after initial replacement. Medical intervention was not taken as a result of this event, however the report indicated that this is a persistent/significant disability. No further impact to the patient was reported. No other information is available.